Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure while positioning the left ventricular lead, a pericardial effusion was observed on the echocardiogram. Medication was given to resolve the event and the patient's condition was stable.